Event description:
It was reported that the pt experienced dizziness with walking difficulties. The pt had very low blood pressure (rt. Arm 61/34; it. Arm 63/35). The pump was reported to contain baclofen and another medication (unspecified); the pump was disabled and the pt's blood pressure improved over the next three hours. Per the reporter, there was a suspected link between the pump and the low blood pressure; the pt may have been getting too much baclofen causing the hypotension. It was reported that the pt left before add'l testing and investigations could be completed; final pt outcome was not reported. The pt's medication were reviewed with the caregiver and included hydrochlorothiazide, lisinopril, methadone, metformin.

Manufacturer narrative:
(B) (4). "Any missing or incomplete data on form 3500a are the result of info not being provided by the reporter. Despite attempts to obtain such info from the reporter, medtronic is unable to complete form 3500a."